Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, "wear and/or deformation of articulating surfaces." If revision occurred: event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient enrolled in a clinical study underwent right total hip arthroplasty on (B)(6) 1996 and left total hip arthroplasty on an unknown date. Subsequently, patient's right side was revised on (B)(6) 2010 due to wear of the polyethylene liner and osteolysis. The modular head and polyethylene liner were removed and replaced. Additionally, patient's left side was aspirated on (B)(6) 2010 due to possible metal hypersensitivity and a history of pain status post-op.